Manufacturer narrative:
One device was received for evaluation. Visual inspection found a detached downstream occlusion (dso) seal. Functional testing found that the device doesn't hold patient data. It was determined that the defective printed wire assembly (pwa) and dso seal were the root causes and were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device is not functioning properly. The results of the investigation found a damaged (detached) downstream occlusion (dso) seal. There was no patient involvement, the event occurred during preventative maintenance.